Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. After cleaning the scope connectors, tac instructed the customer to remove the maj-1430 from the cv-190. The customer mentioned that the b30 error only occurs with the bf series scopes. However, the bf-th190 scope attempted functions in another room and the procedure was completed successfully. In addition, tac recommended cleaning the socket by blowing it out. The customer mentioned that no further b30 error issue persisted after tac followed up. However, the customer requested for a field service engineer (fse) dispatched to inspect all equipment. Tac mentioned to the customer that an fse dispatch is possible with purchase order and the customer agreed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a b30 error occurred on the evis exera iii xenon light source during a therapeutic procedure. There was no no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the subject device was manufactured more than seven years ago, it is presumed that the pins of the output connector were worn out due to repeated use for a long period of time. If the pin of the connector is worn, it may fail to communicate between the scope and the video processor through the light source device. As a result, it is believed that a b30 scope communication error occurred. As reported, only the bf scope was used but it is unknown the type of scope that operate normally in other towers. Therefore, the presumable reason was the operation becoming unstable. Olympus will continue to monitor complaints for this device.